Event description:
A report was received that the patient was experiencing no stimulation and high impedances. The patient was reprogrammed without success. An x ray confirmed the ipg had flipped numerous times in the pocket causing the lead to become twisted. The patient underwent a paddle lead explant procedure and is reportedly doing well.

Event description:
A report was received that the patient was experiencing no stimulation and high impedances. The patient was reprogrammed without success. An x ray confirmed the ipg had flipped numerous times in the pocket causing the lead to become twisted. The patient underwent a paddle lead explant procedure and is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that ipg was repositioned and the artisan lead was replaced. Correction to initial MDR should have been (B)(6) 2011.